Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Media inspection of two pictures attached to the complaint was conducted, however. In the pictures it was possible to observe potential tissue, confirming the clinical observation of tissue damage.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that while creating a post map with the catheter, resistance was felt when operating the guidewire, and it was not possible to push or pull the guidewire. It seemed that the guidewire follows the catheter as it was being deployed. The catheter was retracted and removed from the body, and when the guidewire was advanced outside the body, it came out with the guidewire lumen clogged with tissue. After removing the guidewire and flushing the inside, the preparation was carefully performed again, and the post mapping was continued. No pericardial effusion was found when echocardiography was performed. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was disposed by facility.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that while creating a post map with the catheter, resistance was felt when operating the guidewire, and it was not possible to push or pull the guidewire. It seemed that the guidewire follows the catheter as it was being deployed. The catheter was retracted and removed from the body, and when the guidewire was advanced outside the body, it came out with the guidewire lumen clogged with tissue. After removing the guidewire and flushing the inside, the preparation was carefully performed again, and the post mapping was continued. No pericardial effusion was found when echocardiography was performed. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was disposed by facility.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.